Event description:
It was reported that the catheter was inserted and an IV line connected to the stopcock with no problems. The next day when the nurse began to change the IV line, she turned the stopcock lever and 3cc of air entered the pt via the vent cap on the t-side port. The nurse was unaware that the vented cap had been put on the t-port of the stopcock. The pt went into cardiac arrest but the physician corrected the situation with no pt complications.